Event description:
The customer stated there was a bloody leak when the probe wipe cleans the probe of the hmx autoloader. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the tubing going through pinch valve (pv)49 was plugged. Pv49 is the backwash path for the needle. Fse replaced the clogged tubing. There was no further evidence of leaking. Root cause for the leak was the tubing in pv49 was plugged. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory.

Manufacturer narrative:
(B)(4).